Event description:
A (B)(6) male veteran with a pmh of cad, t2dm, htn, osteoarthritis admitted to the hospital for bilateral knee pain after received synvisc one injection, a one time 6 ml injection every 6 months, in both knees the day before. Initially, the pt was on hyalgan series which was one 2ml injection once a week for 3 weeks without any complications. He was then switched to synvisc one due to formulary change in (B)(6). Ortho and pt were consulted. Ortho believed the cause of bilateral knee pain was due to the high volume of the drug and increased in joint space narrowing of tricompartmental bilateral knee djd. In this hospital encounter, the patient was treated with pain medications: oxycodone, lidocaine patch, gabapentin, and acetaminophen. Pt cleared the patient to discharge home due to his improvement in overall functional motility. Additionally, ortho recommends changing synvisc one to synvisc / hylan injections to help managing his osteoarthritis. Symptoms: arthralgia.